Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0, with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, with the customer reverting to multiple daily injections (mdi) as a backup therapy.